Event description:
The manufacturer received information that a trilogy 200 ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed failures of test dp null valve, test dp purge valves, and test pressure auto-null valve. The printed circuit assembly (pca) was found to be burned and required a replacement for the o2 sensor. Additionally, the power cord clamp was missing, the rear enclosure assembly was cracked, the enclosure seal kit needed rear changed, the base enclosure was cracked, the exhalation port block was cracked, and the labels were unacceptable. A request was put in to have the device scrapped. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the investigation is complete.

Manufacturer narrative:
This supplemental report is being submitted to correct the description of the b5 and to update the associated coding. Although the previous report was marked as final, the manufacturer's investigation is still ongoing due to the discovery from a third-party evaluation that the printed circuit assembly (pca) was burned. A supplemental report will be submitted when the investigation is complete.

Manufacturer narrative:
The device was returned to the third-party service center for further evaluation. During the evaluation, the service technician observed failures of test dp null valve, test dp purge valves, and test pressure auto-null valve. The unit experienced valve opening failures due to a lack of activation. It was confirmed by service that the issue originated in the printed circuit assembly (pca), which was found to be burned. After replacing the damaged pca with a new component, the equipment passed all validation tests. Additionally, the power cord clamp was missing, the rear enclosure assembly was cracked, the enclosure seal kit needed rear changed, the base enclosure was cracked, the exhalation port block was cracked, and the labels were unacceptable.

Manufacturer narrative:
The reported failures of failure of test dp null valve, test dp purge valves, and test pressure auto-null valve are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question have led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a trilogy 200 ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed failure of test dp null valve, test dp purge valves, and test pressure auto-null valve failures. No documentation of a replaced component to address the issue. Additionally, the power cord clamp was missing, the rear enclosure assembly was cracked, the enclosure seal kit needed rear changed, the base enclosure was cracked, the exhalation port block was cracked, and the labels were unacceptable. A request was put in to have the device scrapped.